Event description:
A pump malfunction was reported, but no notable events occurred prior to it. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions, assisted the customer in resetting the pump, and the malfunction did not recur after the reset. The customer acknowledged the instructions and understood to contact support again if the issue reoccurs.